Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) received one device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil was bowed, clamping mechanism was deformed and the knife bar assembly was buckled. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden, and the loading unit was cycled without hesitation or binding. The loading unit interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy procedure, while removing the left colon, the device was unable to fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another manufacturer's device was used to complete the procedure. There was no patient injury.